Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll w/ndl 25x5/8 rb needle pulled out of the hub. The following information was provided by the initial reporter: material #309570. Lot #2075223. Verbatim: rcc received a complaint via phone. Pir attached. Customer states that while using item 309570; lot 2075223, the needle fell off where it connects to the blue part. No needle stick. Customer has product to return if needed. Customer would like replacement as she only gets 4 needles per month and with this incident, she is short a needle for the month of april.

Manufacturer narrative:
(B)(6), supplemental MDR, needle pulled out of hub. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.